Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the agent dcb mr 3.00 mm x 30.00 mm balloon catheter, bsc batch 32543371 device. Visual, tactile, microscopic and leakage analysis was performed on the device. Microscopic examination of the balloon identified a 3mm tear in the mid-section of the balloon. Microscopic examination of shaft polymer extrusion profile identified stretching and bunching on the inner wire lumen, 6.8cm proximal from the bumper tip of the device. During leakage analysis, an attempt was made to inflate the balloon however the pressure was unable to be maintained as inflation liquid was observed leaking from the tear on the balloon material. Device analysis confirmed the complaint allegation of balloon failure to inflate and shaft kink.

Event description:
It was reported that shaft leak occurred. The target lesion of in-stent restenosis (isr), moderately calcified and mildly tortuous was located in mid-distal right coronary artery (rca). A 3.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for procedure. During the procedure, balloon was advanced to lesion with some resistance. On inflating balloon, there was drop in pressure and balloon did not inflate. The device was removed, and the procedure was successfully completed with another of the same device. No patient complications were reported. After removing outside the body, an inflation attempt was made but ballon would not inflate. A kink proximal to balloon was noted where contrast was escaping.

Event description:
It was reported that shaft leak occurred. The target lesion of in-stent restenosis (isr), moderately calcified and mildly tortuous was located in mid-distal right coronary artery (rca). A 3.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for procedure. During the procedure, balloon was advanced to lesion with some resistance. On inflating balloon, there was drop in pressure and balloon did not inflate. The device was removed, and the procedure was successfully completed with another of the same device. No patient complications were reported. After removing outside the body, an inflation attempt was made but balloon would not inflate. A kink proximal to balloon was noted where contrast was escaping.